Event description:
It was reported that the smiths medical cadd solis hpca pump was over delivering by 7.5%. The reported event occurred during testing. There was no patient involvement reported in the event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the smiths medical cadd solis hpca pump was over delivering by 7.5%. The reported event occurred during testing. There was no patient involvement reported in the event.